Event description:
It was reported that the patient had a backup battery fault alarm on their system controller on (B)(6) 2024. The alarm persisted so the patient decided to perform a system controller exchange after they consulted their left ventricular assist device (lvad) center. The exchange went according to expectations. A new emergency backup battery (ebb) was requested as the current ebb had less than 12 months left of use.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D9: the emergency backup battery was returned for evaluation. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file; however, the alarm was not reproduced during testing. The submitted controller event log file contained data spanning 7 days ((B)(6) 2024 per the timestamp). A backup battery fault alarm activated at 2:17:08 on (B)(6) 2024 due to the backup battery not passing the load test. The backup battery fault alarm remained active until the controller was put into sleep mode after being exchanged, which was captured at 11:10:04 on (B)(6) 2024. The driveline was disconnected to exchange the system controller at 11:06:00 on (B)(6) 2024. The driveline was not reconnected to the controller in the log file. The controller was reconnected to the mobile power unit (mpu) on (B)(6) 2024 at 20:25:34 and operated in charge mode. The backup battery fault alarm reactivated at 20:28:36 on (B)(6) 2024 due to the backup battery not passing the load test; the alarm remained active until the controller was disconnected from the mpu and put into sleep mode at 20:33:37 on (B)(6) 2024. The backup battery did not pass the load test each time due to the unloaded voltage being under the acceptable threshold. No other notable alarms were active in the log file. The pump maintained a speed within the expected range without issue while the driveline was connected. The backup battery (serial number: (B)(6)) was returned for analysis. The returned backup battery was functionally tested and found to operate as intended during analysis. The backup battery was installed in a test system controller and operated in a mock circulatory loop with no issues or atypical alarms produced. The controller was disconnected from external power and the battery supported the pump without issue. During testing, multiple load tests were performed and the battery passed each time without issue. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been initiated to further investigate backup battery fault alarms on the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take when the alarms occur. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 instructions for use (IFU) (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist, if possible. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) (rev. G) section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the alarm silence button was pressed and the 14v batteries were exchanged. The alarm persisted so the system controller was exchanged.